Manufacturer narrative:
The reported events of high intraocular, fibrosis and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they implanted a bilateral xen 45 gel stent in an unknown eye and that post operative iop for the next 18 months was within target range. After this the patient had iop that was 40mmhg. There were two needlings. Even post needling no detectable flow through the lumen of the xen. The xen was straight with no kink.